Event description:
During the implantation procedure of a zenith aa endovascular graft for the repair of an abdominal aortic aneurysm, the main body graft was advanced into the aorta without any complication. The morphology of the aorta was characterized by a slight proximal angulation, but no apparent calcification present in the vessel. Post angiogram viewing the placement of the three-piece modular graft observed a proximal type graft was re-ballooned with the molding balloon, but no resolve of the endoleak was achieved. Further viewing of the proximal fixation site determined there was not a good apposition of the graft to the vessel, as the proximal stent did not appear to mold sufficiently to the vessel wall. In order to obtain an adequate seal at the proximal fixation site, another manufacturer's balloon catheter was advanced and inflated at the intrarenal portion of the suprarenal stent. With the deployment of the stent, the graft was further expanded and the proximal endoleak was resolved. No other endoleak presence was observed during the procedure.